Manufacturer narrative:
The returned device was evaluated. The bottom portion of the set screw was found to have fractured off; the complaint is confirmed. The cause of this event is unknown. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the attachment screw on the blade assembly of the retractor was broken. There were no patient injury or surgical delay associated with this event.